Manufacturer narrative:
An event of premature separation during procedure was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was selected for implant. During the procedure, while the device was being deployed, it was noted that the device had become loose and separated. Fortunately, the device was in a good placement within the laa and stayed in place. There were no device recaptures during the procedure. The patient remained hemodynamically stable and there was no delay noted.

Event description:
It was reported that on (B)(6). 2024, a 25mm amplatzer amulet left atrial appendage occluder was selected for implant. During the procedure, while the device was being deployed, it was noted that the device had become loose and separated. Fortunately, the device was in a good placement within the laa and stayed in place. There were no device recaptures during the procedure. The patient remained hemodynamically stable and there was no delay noted.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.